Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that partial lead was returned. An insulation abrasion was noted at 10.0 cm to 11.0 cm from the tip electrode consistent with abrasion caused by friction to another implanted device.